Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. A photo of the labeling was provided. The lot number for the device was provided. The device history records are currently under review. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a balloon expandable stent placement of a calcified and tight lesion of the proximal right iliac artery, the stent allegedly would not advance to the lesion and subsequently detached from the balloon and remained stuck at the lesion site. It was further reported that a 4mm balloon was inflated and captured the stent and was successfully removed from the patient. The procedure was concluded and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned, however an electronic photo was provided for review. The investigation is confirmed for the reported detachment as the photo shows the stent detached from the delivery system. However, the investigation is inconclusive for the reported advancement issues, as the device was not returned for full functional testing. The definitive root cause for the reported issues could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Photo review: one electronic photo was reviewed. The photo shows the device label, with a bare metal stent laying on top of the label. The stent is bloody, and does not appear to be fully expanded. The delivery portion of the vascular stent is not visible in the photo. Based on the photo review, detachment of the stent can be confirmed. Labeling review: the current IFU (instructions for use) states: warnings: - should unusual resistance be felt at any time during the insertion process, do not force passage. - if resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. - during implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. Precautions: - inspect the valeo vascular stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system. Stent/delivery system preparation: - remove the stent/delivery system from its packaging [and remove the transport mandrel and balloon sheath from the distal end of the catheter if present]. - inspect the stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Stent delivery: - advance the stent/delivery system over the guidewire to the treatment site, position the stent across the lesion within the sheath/guiding catheter, and verify that the stent is still centered within the balloon marker bands. - retract the sheath/guiding catheter while maintaining the position of the stent.

Event description:
It was reported that during a balloon expandable stent placement of a calcified and tight lesion of the proximal right iliac artery, the stent allegedly would not advance to the lesion and subsequently detached from the balloon and remained stuck at the lesion site. It was further reported that a 4mm balloon was inflated and captured the stent and was successfully removed from the patient. The procedure was concluded and no further treatment was provided. There was no reported patient injury.